Manufacturer narrative:
Failed ring repair. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to a failed ring repair. Information learned from implant patient registry and from the operative report.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow up with the health care provider, the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.